Manufacturer narrative:
Approximate age of device: 5 days.the device was returned for analysis. Evaluation is not complete.no further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient had no clinical signs of hemolysis, however, an echocardiogram revealed no flow in the inflow conduit. The surgeon stated that it appeared that the pump had an ingested thrombus. The vad parameters were reading normal, although the pump was completely clotted at the inflow conduit and the outflow graft. The patient was not symptomatic. The patient underwent a pump exchange on (B)(6) 2015.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: controller history showed a change in parameters since yesterday and that a 2d echo done earlier showed no flows across the inflow or outflow of the lvad. Controller history reviewed showing several episodes of of high flows from 8 -10 lpm and an increase in power averaging 2 watts. Pi also has decrease but pump speed has stayed stable. Log files retrieved from the controller and sent to thoratec for analysis; the echo results are consistent with little / no lvad flow, although by report the patient is asymptomatic with no device alarms noted. Additional information also included that the patient underwent a pump exchange. Thrombus event: signs or symptoms: hemolysis. Patient outcome: exchanged. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The reported event of a low flow event being attributed to thrombus was confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 2.5¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow elbow and outflow graft were returned attached to the pump¿s outlet port and the outflow graft bend relief was returned detached from the device; however the remainder of the sealed outflow conduit (outflow graft bend relief collar) was not returned. Examination of the sealed inflow and outflow conduits upon disassembly revealed tissue like depositions as well as depositions of loosely clotted blood. In addition, disassembly of the pump also revealed depositions of tissue like clotted blood and depositions of clotted blood within the distal side of the inlet stator, surrounding the rotor bearing ball and along the body of the rotor, as well as within the proximal side of the outlet stator. The areas of denaturation surrounding the rotor bearing ball as well as the contact marks along the tapered portion of the rotor indicate that the depositions in these locations were present while the pump was supporting the patient. These non-laminated depositions appeared consistent with poor surface washing due to a low flow event. The origin of these depositions as well as a duration for which these depositions were present within the pump could not be determined through this evaluation. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.